Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 05/17/2017 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
Customer reported that during shift check, fully charged li-ion battery (sn: (B)(4) was installed into the autopulse platform and the platform powered off after five minutes. No patient involvement was reported.

Manufacturer narrative:
The autopulse li-ion battery (s/n: (B)(4)) was returned for evaluation. The customer reported complaint was confirmed during archive review and functional testing. The possible root cause could be a defective or weak cell, broken bleed-resistor, open cell-tab, or broken voltage-sense resistor. No physical damage was observed during visual inspection and four green leds were illuminated when the status button was pressed. Review of the retrieved archive data revealed multiple unsuccessful charging attempts and subsequent errors around the reported event date. The battery was functionally tested by inserting into a good known reference autopulse multi chemistry charger (mcc) and the mcc illuminated a red battery charger led indicating that the mcc was unable to charge the battery. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the autopulse battery with serial number (B)(4).